Event description:
The reporter contacted animas on (B)(6) 2012 and reported that the ok button symbol is wearing off. The reporter denied tactile changes to the keypad. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The symbol on the ok keypad button was verified to be wearing off. On testing, the power would not power on due to power malfunction. As a result, the functionality of the keypad buttons could not be tested. The keypad cover was removed for investigation and revealed contamination under the contact of the down arrow button. The pump casing was removed for investigation and revealed moisture damage and corrosion to the inside of the pump.